Event description:
It was reported following a hip revision surgery, during which a thin membrane-like structure was observed between the metal component and the plastic liner. This structure was suspected to have detached from the surface of the metal component, though inspection revealed the inner surface and locking mechanism of the metal component appeared intact, and the component was not replaced. The patient underwent revision surgery due to a pseudotumor and recovered without complications. The pain symptoms and need for revision were interpreted as unrelated to the membrane-like change observed during the procedure. The acetabular cup was explanted and destroyed and is not available for return. Other components involved in the primary surgery included summit por taper sz3 std off, articul/eze ball 32 +9 bl, and altrx +4 10d 32idx48od, all of which were also explanted and destroyed.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition; therefore, it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Added: d10 concomitant.